Manufacturer narrative:
Additional information. Evaluation summary: a qualified cartridge was indicated. The viscoelastic and handpiece indicated are not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported issues. The patient recovered with treatment. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported approximately five days following an intraocular lens (iol) implantation procedure, the patient's right eye developed inflammation, fibrin, eye ache in the anterior chamber and strong hyperemia. The symptoms improved after prescribing a steroid. The patient also had strong hyperemia. The iol remains implanted. Oral steroids were given and the symptoms resolved. Additional information has been requested. Confirmation from the physician has been received that no further information is available. There are two medical device reports associated with this patient. This report is for the right eye.